Event description:
It has been reported to philips that the allura system would not boot up. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and found that the system did stuck at zero's on the bootup. As a part of troubleshooting the field service engineer (fse) checked ac in equipment room and it was not working and after cooling off, the flex vision hard drive started to work. The review of the log file showed that malfunction can be confirmed, most likely cause is malfunctioning grabber cards or psu or empty battery. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced os and application hard drive in the flex vision pc. Software was loaded and flex vision formats and wall box inputs reconfigured. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code and evaluation method codes were corrected.